Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt's mother said that the pump was beeping and reverted to the animas logo screen after confirming the "verify" screen.